Event description:
This is a report of inadequate iodine in a minicap. The patient stated that the sponge looked like it did not contain as much iodine as normal. This condition was reported to have occurred in multiple minicaps from two different shipments. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was manufactured in the date range of june 13, 2014 to june 20, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.